Event description:
Instrument was found to be damaged.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report. (B)(4): device not returned.